Manufacturer narrative:
(B)(4) - (dlk - stage unknown). Evaluation: equipment was checked by a field service specialist and preventative maintenance was done on (B)(6) 2011. No problems were found and system meets all amo specifications. Clinical development manager (adm) referred surgeon to medical monitor and the last one advised surgeon to adjust spot/line and bed energy. After adjustments no dlk has been reported. Cdm attempted three times with the account to get information regarding the patients and no info was provided. Note: as of the date of this report, amo has provided all available information. No further information is available or expected.

Event description:
Customer reported that four patients experienced dlk in od only. Reported also stated that they don't think is intralase related. Only one patient had flap lift and rinse on (B)(6) 2011. The condition of the other patients resolved.